Event description:
It was reported that a "pair new transmitter" message prompted on the g7 device. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 patient was unable to identify device issue therefore a more specific code could not be selected.